Manufacturer narrative:
Product ID 8709sc, lot# n148512011, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8590,-1 lot# n114183, implanted: 2008 (B)(6); product type accessory. (B)(4).

Event description:
It was reported, the patient missed a pre-operative appointment for her pump replacement. It was later discovered at a routine refill appointment on 2015 (B)(6), that she went passed her elective replacement indicator (eri) on 2015 (B)(6) and hit end of service (eos) on the refill date. The logs were checked, confirming this. Logs also indicated that the last change occurred on 2014 (B)(6). The patient was sent for a CT dye study in preparation for scheduling a replacement surgery and it was found that there was a break in the catheter at the distal segment. The health care provider (hcp) believes the break was outside the canal. They presume she had not been getting much, if any, intrathecal baclofen (itb) so she was sent home with oral baclofen. The patient was doing fine, with no withdrawals, but not yet receiving effective therapy. A catheter and pump replacement would be scheduled. The patient status at the time of the report was ¿alive ¿ no injury". The drug delivered via the device system was lioresal. Information regarding the patient¿s outcome was requested. If additional information is obtained, a follow-up report will be submitted.